Manufacturer narrative:
(B)(4): it was reported that mesh was implanted due to urinary incontinence and urethral hyper mobility. Following implantation the patient experienced pelvic pain, unable to empty bladder when urinating, urinary urgency /frequency/retention , back pain, nocturia, recurrent bladder infections, bladder outlet obstruction, bowel problems, bleeding, and painful intercourse. No additional information was provided. (B)(4).

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2010 and a mesh was implanted. It was reported that patient underwent urethrolysis on (B)(6) 2012, due to bladder obstruction secondary to urethral stenosis from a sling. No additional information was provided.

Manufacturer narrative:
It has been reported that following insertion the patient experienced urinary tract infection, urinary hesitancy, urge incontinence and hyperactive bladder. (B)(4). Urinary hesitancy, hyperactive bladder.

Event description:
Details: it has been reported that following insertion the patient experienced urinary tract infection, urinary hesitancy, urge incontinence and hyperactive bladder.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.